Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Compatibility and product history search could not be performed as part and lot number is unknown. Per the nexgen flexion balancing instrument surgical technique both the a/p femoral sizer and the a/p cut guide are supposed to primarily anchor to the femur by the im rod and not a pin. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Manufacturer narrative:
The following sections could not be completed with the limited information provided. Patient retained foreign body. Patient was not revised.

Event description:
It has been reported that during a knee arthroplasty, a gold pin, used in conjunction with an ap sizing guide, was retained in the patient's femoral canal.